Manufacturer narrative:
According to the facility "within days of the application of liquiband dressing to a total knee arthroplasty incision, the user experienced severe, painful, allergic skin reaction". Per the facility the reaction was described as "redness, vesicular rash with a raised rash extending to legs abdomen and back". Per the facility "the severity necessitated early removal of the dressing, oral and topical steroids and extended use of pain medication". Per the facility "all the skin exposed to the gauze dressing and accompanying adhesive sloughed off". Per the facility the patient was prescribed "prednisolone dose pack, betamethasone, paracetamol, and oxycodone". The sample has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "within days of the application of liquiband dressing to a total knee arthroplasty incision, the user experienced severe, painful, allergic skin reaction".